Event description:
It was reported that the resolution clip couldn't be pushed out the over sheath. The pt's condition was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed.